Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 - carpentier-edwards perimount rsr pericardial bioprosthesis, which is marketed in the u.s. Device not returned. Unfortunately, the device has been discarded, therefore, the root cause of the reported regurgitation and retracted leaflet could not be confirmed. Although the root cause cannot be confirmed, it appears that the regurgitation was likely due to the retracted leaflet of the device as noted in the operative note. It was noted that the deformed leaflet of the pulmonary bioprosthesis is likely secondary to some thrombosis and subsequent fibrotic retraction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately four months. Based on the follow-up with the health-care provider, it was learned that the explant was due to pulmonary regurgitation. The health-care provider also noted that there was a retracted leaflet. Per the clinic note, the patient had pulmonary valve replacement in (B)(6) 2011 at which time a second attempt at tricuspid valve reconstruction was made with the inclusion of an alfieri procedure. Unfortunately, the patient remained in significant right side failure secondary to a stenotic and incompetent tricuspid valve. Surprisingly, the recent pulmonary valve prosthesis was also leaking to a moderate degree. The surgeon initially discussed performing a glenn procedure to unload the right ventricle but the marked degree of tricuspid regurgitation made the surgeon lean towards completely replacing the tricuspid valve. Per the operative findings, the adhesions within the pericardium were mature. The tricuspid valve tissue was severely dysplastic with retracted non-coapting leaflets despite the alfieri repair intact. The pulmonary bioprosthetic valve had a frozen and retracted leaflet adjacent to the ascending aorta resulting in a moderate degree of central regurgitation. Per the operative note, after placing the patient off bypass, the heart was decompressed and the rv outflow tract mobilized. The previous bovine patch overlying the pulmonary valve was excised and the retracted leaflet of the pulmonary bioprosthesis noted prompting the surgeon to proceed with pulmonary valve replacement. A portion of the outflow tract patch was excised and the pulmonary valve enucleated with removal of all suture material. The outflow tract was sized and the surgeon elected to proceed with implanting a 21 mm edwards magna ease valve which should have a significantly larger orifice. Additionally, it was noted that the deformed leaflet of the pulmonary bioprosthesis is likely secondary to some thrombosis and subsequent fibrotic retraction.